Event description:
On 1/19, customer reports approximately (B)(6) female undergoing a urodynamics procedure when fluoro and x-ray functions failed. Procedure was completed by physician. No reported injury.

Manufacturer narrative:
Field service engineer was unable to reproduce a generator communication error. Checked the internal console connections and as a precaution reseated all console communication cables. Fse verified fluoro and rad imaging was operational per sedecal generator service manual. System returned to full service by the customer.